Event description:
The device was used for routine ECG monitoring of a pt during an als transfer. The monitor screen allegedly went blank and the pt's ECG was not visible. The operator monitored the pt's ECG by printing the ECG periodically using the device printer. There were no adverse affects to the pt reported as a result of the alleged malfunction.